Manufacturer narrative:
Product complaint # b)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent for a revision surgery. During the revision surgery, the surgeon was doing an expedium 4.5 growing rod revision. It was noticed that handles have not been changed over 4 years. The surgeon suggested to change sfx torque and torque wrench handle. They¿re need to recalibrate. A few screwdrivers have been stripped in last couple of months. There were no patient consequences. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) torque wrench handle. This report is 1 of 1 (B)(4).